Event description:
I received mentor silicone implants for reconstruction after a bilateral mastectomy and became immediately ill since (B)(6) 2014 surgery . Never been allergic to anything but have facial sores, loose deteriorating teeth and gums, mouth sores, dry skin and hair, heart palpitations, anxiety, depression, debilitating fatigue, adverse reactions to medications light and sound, muscle weakness, loss of muscle tone, previous at back issues much more severe, "brain fog", cognitive issues, shortness of breath, sleep issues even w/ trazodone, loss of appetite and weight loss, ringing in ears, severe eyesight change, dry eyes and hazy looking, nail ridges, feet and hands always cold, extreme breast pain, sore joints, sores also in pierced ear holes and inside ears just to name some. My body is deteriorating rapidly and have had approx 8 ER visits, hospitalized 9 days after surgery due to low bp of 74/45 but had been on high bp meds since 2005. Had no idea what was happening until found breast cancer support group and first heard silicone poisoning then I've been doing extensive research. Recently had breast ultrasound which showed no leakage but a specialized MRI is what is the best tool for leakage detection but, at very least, my body is violently rejecting implants and by my month of research, there are many women with the same issues! No implants are safe! I beg you to take this issue seriously! I've been trying for months to find a qualified surgeon w/ en bloc experience to remove this poison! I will be even more disfigured after removal than after bilateral mastectomy. All implants are unsafe!